Event description:
A physician reported that during cataract surgery, a small semi transparent foreign element was injected into the eye during the initial insertion of the ophthalmic viscoelastic. During the postoperative examination a few hours later, a very fine, strand like veil resembling fibrin was widely present in the pupillary area. The condition regressed significantly, resulting in a good visual outcome. Additional information was received indicating that after injecting approximately two-thirds of the viscoelastic, the material began to block at the tip of the syringe, making it very difficult to inject the remaining portion. The surgeon proceeded with intraocular lens insertion and noticed folds in the capsule during the insertion and stopped midway. The surgery was completed on the same day using a new ophthalmic viscoelastic to fill the anterior chamber, and the issue was resolved. The patient also experienced increased intraocular pressure. The current condition of the patient is unknown. This report pertains to ophthalmic viscoelastic involved for this reported event and pertains to two of two surgeons reported from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.